Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a capio slim was used during a vault suspension procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, one capio ethibond suture broke and the needle was retrieved with forceps. Another capio ethibond suture was used but it also broke. X-ray was done to locate the needle but it was not found. The procedure was completed with this capio device and two new capio ethibond sutures. The patient's condition at the conclusion of the procedure was reported to be stable.